Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil delivery wire was returned and the main coil was not returned. Visual, optical, photographic and microscopic examination revealed that the main coil had broken off near the detachment zone. The coil delivery wire had multiple kinks, including the proximal contact section. Additional information indicated no damage to the coil delivery wire prior to use; therefore, the observed kinks are likely related to handling damage during use. From the information provided and the investigation results, it was concluded that the complaint was associated with a device which met all required specifications when released, yet performance was limited due to procedural factors/operational context, resulting in the observed break.

Event description:
Analysis of the returned device revealed the coil (subject device) had broken at the detachment zone. There were no reported clinical consequences to the patient.